Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation in the groin and lower abdomen. Reprogramming was attempted and unable to resolve the reported issue. It was confirmed that the leads had not migrated from their original positioning. A revision procedure was completed to restore adequate therapy to the patient.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Correction: section d4 - lot # was previously reported as (B)(4). This is the unique identifier (UDI) # and has been updated in the correct entry location. The lot number is unknown. Additional information: section d4 - unique identifier (UDI) #, section g3 - date received by manufacturer, section g6 - type of report, section h6 - evaluation codes, section h10 - manufacturer narrative. The device was discarded. Without a returned device, the root cause of the unintended stimulation is not able to be definitively determined. The impedance logs were reviewed with no anomalies noted. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: undesirable changes in stimulation sensation and/or location; uncomfortable changes in stimulation (over and/or under stimulation)... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above."